Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs lead had punctured the skin at the implant site. In turn, the patient underwent surgical intervention on (B)(6) 2019 where the physician repositioned the lead. The issue has been reportedly resolved.